Event description:
It was reported that the pump shut off unexpectedly at 50% battery life. The pump was able to be turned back on for a very brief moment, but then shut down again. There was no impact to the customer's blood glucose level

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new information become available, a follow up supplemental report will be submitted if the device has been received.